Event description:
Certified pharmacy tech was utilizing a bd 60ml syringe (ref #xxxxxx, with lot # 6327863) connected to cstd phaseal when preparing a pt specific cisplatin order. Pharmacy tech noted a drop of cisplatin leaking through rubber stopper to the outside of the barrel. Pharmacist flagged to come to the biological safety cabinet and observe. Pharmacist confirmed cpht technique and was in agreement with the syringe defect.(B)(6).